Event description:
It was reported that according to a physician using a faradrive sheath "he always sees air while aspirating". The site did not provide any specifics such as event dates, occurrence rate, or procedure specifics. No devices are expected to be returned as the statement was not made in relation to a specific device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.